Event description:
It was reported that the dependent patient felt fatigued. Noise was seen on the ventricular channel of the pulse generator. Upon a lead revision procedure, the physician suspected the noise may have been caused by a loose setscrew. The device also exhibited capture and sensing anomalies. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.